Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a hospitalization on 3/3/16 due to high blood glucose levels. The customer's reading was 589 mg/dl at the time of admission. The customer was wearing the device at the time of admission. The customer's symptom was diarrhea, nausea, and headaches. The customer was treated with an insulin drip. The cause of the visit was due to diabetic ketoacidosis. The customer declined to perform troubleshooting, customer stated that she felt the hospitalization was due to having a "bug" and was not due to the insulin pump. Nothing was replaced or returned for analysis.